Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013 to report that she consulted with a physician on (B)(6) 2013 regarding skin irritation in the shape of the adhesive patch. The patient¿s physician recommended over-the-counter anti-biotic and cortisone creams, as well as peachtree oil. At the time of the call to dexcom technical support the patient¿s mother reported that the patient was experiencing itchiness at the site.